Event description:
It started with tingling in my toes. It went on to numbness in my toes to pain and numbness in the balls of my feet. I also have occasional numbness in my fingers. My main problem is my toes and feet. I have trouble walking, due to balance problems. I have been using fixodent for over 30 years. I just found out about the zinc problem with fixodent, so I'm going to my doctor tomorrow to be tested.